Event description:
The 4-40 stud broke off the handpiece during the procedure into the instrument. The handpiece was replaced and the case was completed with no pt consequence. 1 device to be returned.